Event description:
It was reported that "account stated product unraveled". Additional information: according to the physician, removed it immediately by pulling it back out of the catheter. No patient injury.

Manufacturer narrative:
Based on additional clarifying information received there was no unraveling of the coil. The coil was stretched and no patient injury. Therefore, mvi no longer considers this event a reportable malfunction.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be stretched at the proximal section and separated from the pusher with the monofilament exposed, which is consistent with the alleged product issue. The exposed monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.

Event description:
It was reported that the device unraveled. No injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.